Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an altitude alarm occurred while the customer was at camp in (B)(6) . Reportedly, the customer was disconnected from the pump at the time of the alarm because the customer was swimming. The customer's blood glucose level was 170 mg/dl. There was a delay in clearing the alarm; however, insulin delivery was resumed.